Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during a colonoscopy procedure for hemostasis performed on (B)(6) 2025. During the procedure, the clip was deployed on the tissue but encountered a problem. A snapping and cracking sound were heard, and the clip was not delivered initially. The team had to manipulate the catheter and scope before the clip was successfully deployed. The procedure was completed using another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.